Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a veterinarian skin closure procedure, the needle detached spontaneously during suturing without any force. The suture was not treated or hydrated prior to use. It is an absorbable suture that was removed from the packaging a few minutes before use. The suture was being used with normal technique.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. The visual inspection of the open sample noted one needle and one suture. The needle was observed to be detached from the needle and was broken in half at the needle body. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.